Event description:
A 54 yr old male pt had an intra aortic balloon inserted on an emergent basis. Three days later he had a triple coronary artery bypass graft. Later that a day blood was noted in the tubing. Pumping was stopped and the balloon was removed intact. It had ruptured. There was no injury to the pt.